Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red rash underneath the therapy electrodes. The patient's nurse believed the patient was having an allergic reaction. The lifevest was removed and the patient was prescribed loratadine. The patient's irritation healed.